Manufacturer narrative:
Concomitant product UDI for preconnect is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a reservoir that was out of place and visibly noticeable. A surgical procedure was performed in which the component was removed and replaced. There were no patient complications reported.